Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the epg was unable to power on and that the epg continued to shut off. The hanger assembly was broken. An error occurred multiple times. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. New batteries were inserted and the epg powered on however it was noted that it was still experiencing powering on issues intermittently. It was also noted that the epg was shutting off unexpectedly. The epg returned into service. There was no patient involvement.